Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2009. Legal counsel for patient reported patient allegations of pain, discomfort and difficulty walking. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received on patient's medical records revealed patient underwent a right hip revision on (B)(6) 2014 due to pain. The patient's operative report noted whitish discolored fluid; and heterotopic ossification in capsule, encircling the femoral neck. The head and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2009. Legal counsel for patient reported patient allegations of pain, discomfort and difficulty walking. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.